Event description:
It was reported that balloon rupture occurred. Vascular access obtained via retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm shunt. Following the introduction of an unspecified sheath and a non-bsc guidewire, a 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to treat the lesion. Upon the first inflation, the balloon ruptured at 10 atmospheres. The device was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).